Manufacturer narrative:
(B)(4). This report for a user error was not confirmed. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Per the complaint information, the cause of the complaint is use error. Label review was performed and found the labeling adequate for the use error in the complaint. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Event description:
The customer contacted baxter's technical service center and reported a check supply line alarm, which occurred on the homechoice (hc) during prime. The home patient (hp) stated that he started over with a new cassette and the hc is still alarming. The technical service representative (tsr) asked the hp if he started over with new bags also. The hp stated no. The tsr explained that the hp has to start over with all new supplies. Product surveillance contacted the nurse on (B)(6) 2011 regarding the user error of changing out the cassette and not the bags. According to the nurse the patient has resumed therapy and has not reported any issues. There was no patient injury or medical intervention associated with this event. No further information is available.